Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The complaint allegation for pump serial number (B)(6) was able to be replicated. The pump had difficulty emptying and being filled properly and it did not behave normally. To empty the pump fully, a syringe had to be used to pull all the fluid out. When the pump was attempted to be filled from its empty state, the pump pulled the water in until it was filled with about 20 ml. The pump also failed the pressure-volume test and the 7-day flow test. Therefore, the complaint has been confirmed, and the cause is traced to manufacturing.

Event description:
Intera oncology received a report about an intera 3000 hepatic artery infusion pump that on (B)(6) 2025, upon prepping the pump, no contents emptied into the syringe barrel when the scrub tech accessed the pump septum. The scrub tech de-accessed and re-accessed the pump, and still no contents emptied into the syringe barrel from the drug reservoir. A representative from intera oncology instructed the nurse to troubleshoot with a 10cc syringe filled with low dose heparin. The nurse pushed in 5ml, and nothing came back. The fluid warmer was at 120° f, the scrub tech filled water to make sure that it was indeed hot and it was. The back up pump was then opened and prepped without any issues. The clinic confirmed the patient did not experience any adverse effect.

Event description:
Intera oncology received a report about an intera 3000 hepatic artery infusion pump that on (B)(6) 2025, upon prepping the pump, no contents emptied into the syringe barrel when the scrub tech accessed the pump septum. The scrub tech de-accessed and re-accessed the pump, and still no contents emptied into the syringe barrel from the drug reservoir. A representative from intera oncology instructed the nurse to troubleshoot with a 10cc syringe filled with low dose heparin. The nurse pushed in 5ml, and nothing came back. The fluid warmer was at 120° f, the scrub tech filled water to make sure that it was indeed hot and it was. The back up pump was then opened and prepped without any issues. The clinic confirmed the patient did not experience any adverse effect.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology received the pump on august 14, 2025. The pump is in process to be evaluated. Therefore, once we evaluate the pump, a supplemental report will be submitted.